Event description:
I have used fixodent for 19 years. Last year I noticed my hands starting to shake, my face feels numb, forgetfulness, loss of coordination, my toes go numb upon standing for more than 30 minutes, last two fingers on both hands also get numb, I am nauseated every morning, night as well, most of the time I throw up. I have a terrible taste in my mouth constantly. I can clean my dentures and as soon as they are back in, so is the taste. It is like I am sucking on a nickle. I am barely able to do my job because of the cramps in my legs, fingers, and calves. I am weak in the arms and even typing. This is causing incredible pain in my wrists, my shoulders, legs, back. Well, it would be easier to tell you what doesn't hurt all the time. This is just a portion of what is wrong with me. Dose: as needed. Frequency: two times a day. Route: dental. Dates of use: 1989 - 2009. Diagnosis: secure dentures.